Manufacturer narrative:
Device evaluated by MFR : device remains implanted.

Event description:
A company representative reported that a pyrenees self-starting screw is backing out. The patient is implanted c4 to c6 and it is not yet known if they will be revised.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a pyrenees self-starting screw is backing out. The patient is implanted c4 to c6 and revision surgery is not planned.